Event description:
A peritoneal dialysis patient reported experiencing skin irritation while using exsept. The patient stated that the affected area became itchy and red and subsequently developed scabbing. Due to concerns regarding a potential infection, the patient was instructed to discontinue use of the product. The patient reported that symptoms began on (B)(6) 2026, and that use of the product was discontinued near the end of (B)(6) 2026. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).